Manufacturer narrative:
Correction:2.4.PMA / 510(k). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature review was conducted on a retrospective study evaluating predictors of in-hospital mortality in patients with end-stage renal disease (esrd) receiving extracorporeal membrane oxygenation (ECMO) therapy. The study assessed the prognosis of patients with esrd requiring ECMO support. Medical records of 90 patients with esrd who received venoarterial ECMO in intensive care units between march 2009 and february 2022 were reviewed. The mean patient age was 63 years, and 76% were male. The following medtronic devices were reported to be used during the procedures: silicone membrane oxygenator, dlp single stage venous cannulae, and dlp straight tip arterial cannulae. Fourteen patients who died within 24 hours after ECMO initiation were excluded from the final analysis. After exclusions, 76 patients were included in the study. The overall in-hospital mortality rate was 69.7% among patients receiving ECMO therapy. The study analysis considered primary diagnoses requiring ECMO support, underlying comorbidities, and ECMO-associated complications, which included lower limb ischemia, cerebral infarction, brain hypoxia, cannula wound bleeding, surgical wound bleeding, other bleeding, and new-onset infection. Based on the available information, deaths and adverse effects may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Literature citation authors: tsung-yu tsai, pei-chun fan, cheng-chia lee, shao-wei chen, jia-jin chen, ming-jen chan, ji-tseng fang, yung-chang chen, chih-hsiang chang journal name: cardiorenal medicine year published: 2025 issue number: 15:164¿173 title: predicting in-hospital mortality in patients with end-stage renal disease receiving extracorporeal membrane oxygenation therapy literature reference:doi: 10.1159/000543434 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.